Event description:
The hcp believes that the patient was not receiving intrathecal morphine the week prior to pump replacement due to previously reported issues. The surgery was performed under general anesthesia (about one hour). Attempted unsuccessfully to enter at l 4-5; then entered at l5 -s1. Fluoroscopy was used - no contrast; hcp believes catheter tip was at - l-1. The patient had been on oxycontin. No weaning process occurred prior to implant, except that no oxycontin was administered on (B)(6) 2006 prior to surgery. The pump was in a warm fluid basin prior to implant. The drug injected into the pump was not compounded. The patient was reported by wife to be alive and conversant at 11 p.m. The night of surgery. Pending toxicology results from autopsy include heart blood, femoral artery blood, vitreous humor and urine. It is uncertain if cerebrospinal fluid sample was taken for analysis.

Event description:
Final autopsy indicates: cause of death: acute myocardial infarct. Due to: acute coronary syndrome. Contributing: hypertensive heart disease. Manner of death: natural. Analysis of cerebrospinal fluid was not performed. The pump was aspirated in the coroner's office, 18.2 ml of "clear liquid" was aspirated. Expected reservoir volume noted on interrogation was 18.2 ml. A sample of this fluid has been sent for analysis.

Event description:
The manufacturer's representative reported that the patient expired the day after synchromed ii pump delivery system was replaced. Prior pump had been implanted on (B)(6) 1999. The patient had been scheduled for surgery for pump replacement the prior week, but was found to have pus in the pump pocket. The catheter was noted to be sheared and coiled in the pump pocket. Cultures were taken and found to be negative. Replacement of the drug delivery system was undertaken under general anesthesia on (B)(6) 2006. The hcp had difficulty with spinal needle placement; entered at level t 4-5. The pump was programmed the night of surgery to deliver morphine 25 mg/ml in a priming bolus of 9.062 mg over 25 minutes with subsequent dosing at 1.202 mg/day in simple continuous mode. The morphine was supplied by the hospital pharmacy. It is not known if the drug was compounded. The patient had previously been on morphine at a dose of 4 or 5 mg per day with the l previous pump; the dosing was felt to be conservative, based on the issues related to the catheter. The patient was discharged the evening of surgery. The time of death was estimated to be 2 or 3 a.m the following morning. The pump would have delivered approximately 0.4 mg by that time, based on the programming parameters. Programming strips were reviewed by the rep with no issues noted. Concomitant medications are unknown.

Manufacturer narrative:
An autopsy was performed. Results of that examination are pending. A follow-up report will be sent when additional information becomes available to us.